Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-03457 g2: canada d10: cat #: 00784701100 / femoral stem beaded midcoat 12/14 neck taper std. Body std. Offset size 11 11 mm distal dia. 130 mm length / lot #: 60077886 component code: mechanical (g04) - head no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a patient underwent a left hip revision approximately twelve years post implantation due to rapid vision loss and elevated metal ions were identified from blood testing. During the revision, the head, stem, and liner were revised. While removing the stem, a fracture occurred and cables were placed. The remaining cobalt particles were removed. The complaint was confirmed based on the provided medical records. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip revision approximately twelve years post implantation due to rapid vision loss and elevated cobalt levels. During the procedure, metal debris was irrigated from the joint. While removing the stem, a cerclage wire was placed prior to removal, however a longitudinal fracture still occurred as the bone was fairly thin and the stem was well ingrown. The site was preserved and stabilized with cerclage wire and bone putty after the new stem was successfully placed. The initial cup remained intact and the other components were removed and replaced. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: lab test results were provided from 2022-2024 which showed the patient has elevated metal ions. This complaint was confirmed based on the provided medical records. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.